Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred. The target lesion was located in the severely tortuous and severely calcified right subclavian artery. Vascular access was obtained via the right radial artery. After a 90cm 8f guiding sheath was inserted, an 8.0x30x135cm express ld vascular stent was advanced and deployed in the lesion directly without predilation. Following stent deployment, the stent delivery system (sds) balloon was deflated and was attempted to be removed. However, the sds was difficult to remove. Several attempts were made but removal was unsuccessful. Therefore, the sds and the sheath were removed together and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received for analysis without the guide catheter that was used during the procedure. An examination of the balloon identified that the balloon had been inflated and the stent was deployed. The balloon was not refolded around the shaft. An examination of the tip section of the device found no damage or issues with the tip profile. Some minor kinking was noted at various locations along its length. These kinks are consistent with excessive forces having been applied to the shaft. An attempt was made to inflate the balloon in order to pull a proper vacuum and deflate and refold the balloon in order to test for insertion/removal from a recommended size sheath. However, during the inflate attempt a pinhole leak was noted in the balloon material. The pinhole was noted over the proximal markerband. As a result of the pinhole leak it was not possible to pull a proper vacuum in order to test for insertion/removal difficulties from a recommended size guide. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4)

Event description:
It was reported that catheter removal difficulty occurred. The target lesion was located in the severely tortuous and severely calcified right subclavian artery. Vascular access was obtained via the right radial artery. After a 90cm 8f guiding sheath was inserted, an 8.0x30x135cm express ld vascular stent was advanced and deployed in the lesion directly without predilation. Following stent deployment, the stent delivery system (sds) balloon was deflated and was attempted to be removed. However, the sds was difficult to remove. Several attempts were made but removal was unsuccessful. Therefore, the sds and the sheath were removed together and the procedure was completed. No patient complications were reported and the patient's status was good.